Event description:
It was reported that the syringe 3ml w/snd curitiba barrel had cracks in it that allowed liquid to leak into the syringe during use, but after reoccurrence of the defect, a "fissure" was noticed in the packaging. The following information was provided by the initial reporter, translated from portuguese to english: "we are noticing several 3ml bd syringes, lot 7132878 (validity 06/22) with leakage into the syringe body. Apparently it has holes or cracks in the height of 2.5ml and the liquid being injected begins to leak. I route two units that are with visible cracks." Information received by email on 4/4/2019: the incident was initially noticed during the use, but because of the recurrence of the defect, they saw that the syringe was with a fissure yet in the package. The customer can not inform the drug used because the coworkers would not remind it.

Manufacturer narrative:
Investigation: DHR, quality notification and maintenance analysis were performed and no occurrences potentially related to the defect was observed. The image and sample sent by the customer was verified and it was possible observe barrel cracked. The potential cause for the occurrence is a failure at syringe assembly station, which caused the barrel cracked and the leakage during the syringe usage.

Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 3ml w/snd curitiba barrel had cracks in it that allowed liquid to leak into the syringe during use, but after reoccurrence of the defect, a "fissure" was noticed in the packaging. The following information was provided by the initial reporter, translated from (B)(6) to english: "we are noticing several 3ml bd syringes, lot 7132878 (validity 06/22) with leakage into the syringe body. Apparently it has holes or cracks in the height of 2.5ml and the liquid being injected begins to leak. I route two units that are with visible cracks." Information received by email on 4/4/2019: the incident was initially noticed during the use, but because of the recurrence of the defect, they saw that the syringe was with a fissure yet in the package. The customer can not inform the drug used because the coworkers would not remind it.